Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had another urinary tract infection due to the use of a catheter five times a day. Their neurostimulator was not working properly and they could only void a small amount of urine at different times. The patient was also on oral antibiotics. There were no additional patient complications.